Event description:
It was reported that the arctic sun device was having issues with inlet pressure and circulation pump. Per follow up information received on 20sep2022, there was no patient involvement reported. Biomed was sending device in for 2000 hours preventive maintenance and repair. Per additional information received on 21oct2022, the device was having issues with inlet pressure and circulation pump. Biomed called on (B)(6) 2022, they were running calibration and was receiving calibration error 1 (pre warm bypass flow error). Mss sent information to technical support. Per follow up information received on 01nov2022, it was reported that the device still had a weak circulation pump which caused the calibration failure and a 2000 hours preventive maintenance service was recommended and a quote was sent to customer.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was having issues with inlet pressure and circulation pump. As per follow up information received on 20sep2022, there was no patient involvement reported. Biomed was sending device in for 2000 hours preventive maintenance and repair. As per additional information received on 21oct2022, the device was having issues with inlet pressure and circulation pump. Biomed called on 18oct2022, they were running calibration and was receiving calibration error 1 (pre warm bypass flow error). Mss sent information to technical support. As per follow up information received on 01nov2022, it was reported that the device still had a weak circulation pump which caused the calibration failure and a 2000 hours preventive maintenance service was recommended and a quote was sent to customer.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a circulation pump component failure. Prior to the reported issue, the arctic sun device had been having issues with inlet pressure and circulation pump. It was known that the device did not meet specifications and that the device was influenced by the reported failure. The device was not in use on a patient. The DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.